Event description:
The customer reporte that the device would only charge to 150 joules when 200 joules was selected. No patient involvement was reported.

Manufacturer narrative:
The factory has not yet received the device for evaluation and the complaint is still under investigation.